Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va04h0k, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that 2 months ago the patient met with the manufacturer's representative about her symptoms. The patient noted she was having more symptoms all of the sudden around 2 months ago. The patient had a programming adjustment with a manufacturer's repres entative 2 months ago. The patient noted today ((B)(6) 2014) she had a little more frequency and she wanted to increase the level of stimulation. The patient can normally go 2-4 hours without going to the bathroom and today it was more frequent. The patient wanted to know if coffee drinking can cause frequency. If additional information is received, a follow up report will be sent. Additional information received noted that this manufacturer's representative did do programming, the name of the patient sounded familiar. The representative noted it was hard to remember. But this representative did do the programming in the doctor's office on (B)(6) and then the doctor goes in to see the patient as well.

Event description:
Follow up information received reported that the patient had programming done on (B)(6) at the doctor's office. It was noted that the manufacturer's representative was training one of the nurses but was actually did the programming. Additional information received on the same date reported that the patient did not meet with their doctor or the manufacturer's representative. Their device was not reprogrammed and they did not have surgery to fix the problem with their system. It was noted that the patient's problems were not related to their system and that they were no longer having any problems with device system.